Event description:
(B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported the infusion set's tubing detached close to the site location. This issue occurred with four sets. The site location was the patient's buttocks. The infusion had been used for a day or less. He kept his supply in a drawer in the washroom. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 09-jul-2021: follow up information was submitted because reference samples were visually inspected and tested for static pull to tubing connector. Therefore, all test results were within specifications. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2021, the patient reported the infusion set's tubing detached close to the site location. This issue occurred with four sets. The site location was the patient's buttocks. The infusion had been used for a day or less. He kept his supply in a drawer in the washroom. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.